Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, ubd: 07-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at 3.004 mg per day via an implantable pump for non-malignant pain. It was reported the patient started to have withdrawal symptoms and was admitted to the hospital until surgical intervention. The patient experienced nausea, vomiting, headache and increased pain. The event date was provided as (B)(6) 2018. Regarding environmental/external/patient factors that may have led or contributed to the issue it was reported the patient¿s catheter had been revised on ¿(B)(6) 2018.¿ of note, the patient¿s catheter was implanted on (B)(6) 2018 {please refer to MFR report number 3004209178-2018-26829 regarding the (B)(6) 2018 catheter event and revision}. Regarding diagnostics/troubleshooting performed, and interventions/actions taken to resolve the issue, surgery was performed (B)(6) 2018. The patient¿s pump pocket was opened, and clear fluid poured from the pocket. It was estimated to be at least 200 milliliters (mls) of fluid. The pump was found to be sutured into place and the catheter was found to be severed just above the connector piece upon inspection of the pocket. The catheter was replaced (B)(6) 2018. It was indicated the rep was in possession of the catheter and planned to return the device to the manufacturer. It was reported the issue had resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event were not available. The patient¿s medical history included non-malignant pain.

Manufacturer narrative:
Analysis of the catheter revealed a broken catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the nurse had stated the patient's previous revision was performed on (B)(4) 2018. The rep did not know if this revision had contributed to the recent issue, it was the only recent event of note. The rep did not know how the catheter became severed. The explanted catheter was currently in a box awaiting shipment back to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted that it was not determined what caused the catheter to have become severed.